Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated and low blood glucose (bg) levels (values not provided). The cause was not provided, however customer believes it was related to something customer was doing. The customer declined to provide additional information regarding the issue.